Event description:
It was reported that (1) tsw45 was used during a laparoscopic salpingo oophorectomy procedure. It was reported by the rep that the tsw45 cut but did not staple. It is unknown how the procedure was completed. There was no consequence to pt. 2001 additional info received from rep: o.r. Supply coordinator stated that there was minimal blood loss that was controlled by surgeon.